Event description:
Reportedly, no noted issues were included in the operative report. However, the pt experienced post operative bleeding which required a blood transfusion of 2 units. Procedure appendectomy.